Event description:
It was reported that the patient had several repairs to the driveline done with a silicon band to cover the tears on the original sleeve of the driveline.

Manufacturer narrative:
Reporter name: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section b3: event date was estimated. Manufacturer's investigation conclusion: evaluation of the submitted photograph confirmed damage to the silicone jacket of the patient¿s external driveline. A specific cause for the damage could not be conclusively determined through this evaluation. The account submitted one photograph image for evaluation which captured the patient¿s entire external driveline. The majority of the external driveline was with wrapped with rescue tape, consistent with the reported event. The patient remained ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), until undergoing pump exchange on 20jul2022 after experiencing pumps stop events (captured under MFR. Report # 2916596-2022-12383). No product is currently available for evaluation. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 6, ¿patient care and management¿, discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. C, is also currently available. Section 4, ¿living with the heartmate ii¿, contains information on caring for the driveline. Section 6, ¿caring for the equipment¿, outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.